Event description:
It was reported that on: (B)(6) 2007: patient was pre-operatively diagnosed with: low back pain. Lumbar radiculopathy. Patient underwent following procedures: l4 far lateral decompressive laminectomy with bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. L5 far lateral decompressive laminectomy with bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. S1 far lateral decompressive laminectomy with bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. Posterior lumbar interbody fusion at l4-l5 and l5-s1. Postereolateral arthrodesis at l4-l5 and l5-s1. Placement of interbody at has prosthetic device at l4-l5 and l5-s1. Pedicle screw fixation using sinta biotech pedicle screw, MRI compatible. Placement of autograft morcellized bone harvesting with bone morphogenic protein and genex for posterolateral arthrodesis. As per-op notes, ¿using the technique of identifying the mammillary process, drill, gearshift tap, 7.0 x 50mm screws were placed at s1 bilaterally. Two rods were contoured into place and set caps were used, they were torqued at the appropriate level. Two cross space, cross connectors were also used. The posterolateral arthrodesis was completed using the bone morphogenic protein, genex, as well as harvested autograft. After confirming instrumentation on an x-ray, the muscle and fascia were closed¿¿ no patient complications were reported.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth and cage migration. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.